Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a gradual increase in pacing impedance measurements on the right ventricular channel. A red alert was generated due to an out of range measurement which was greater than 2000 ohms. Additionally, a slight increase in pacing impedance measurements was observed on the left ventricular channel. A boston scientific technical services consultant documented the reported clinical observations and discussed programming options and troubleshooting recommendations. No adverse patient effects were reported.